Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen does not respond when pressed and did not pass the fluid volume test. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.